Event description:
It was reported by the customer that the pyxis medstation system was not detected on the bus. Additionally, it was reported that the nurses had to get the meds from another medstation. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the drawer had been replaced with a new unit, which did not contain any pockets. Additionally, the engineer properly assembled the new pockets and confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.